Event description:
It was reported that the tip of the revision nut driver fractured during surgery. The tip fractured during revision nut tightening. No pt complications were reported.

Manufacturer narrative:
(B) (4): the driver was returned for evaluation. Visual examination found the driver tip broke from the base of the self retaining tab to the self retaining tab on the opposite side, approx 180 degrees apart. One retaining tab was slightly bent outward. The fracture appears to have initiated at the corners of the self-retaining tabs, which function as stress risers. The fracture surface is partially damaged. Microscopic examination of the fracture surface reveals a quasi-brittle fracture surface, with no evidence of fatigue. River lines on the fracture surface are consistent with brittle overload of the instrument. A review of the device history records did not identify any applicable nonconformance to specification.